Event description:
He incident may have happened during training. The fractures are above the position of the front knee bracket (fkb) and below the knee. Also, there is a pressure point in the height of the sacroiliac on the back.